Manufacturer narrative:
Conclusions code 1: corrected statement for code 22. Code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleaks.

Manufacturer narrative:
D6. If implanted, give date: corrected implant date.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2019, the patient was re-admitted to hospital and computed tomography angiography imaging identified a type iii endoleak between the two plc components. On the same day, a hybrid operation was performed and the physician subsequently relined the type iii endoleak with an additional plc component.

Manufacturer narrative:
H6: code 213 - the review of the manufacturing records verified that the lots involved in this event met all pre-release specifications. UDI for gore® excluder® contralateral leg component plc161400: (B)(4). H6: code 22 - according to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: endoleaks.

Manufacturer narrative:
Added data. Method code 2 and results code 2: added codes.

Event description:
The following information was reported to gore: on (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. During the implant procedure, the physician extended with two additional gore® excluder® contralateral leg components into the patient¿s left common iliac artery. The overlap between the two plc components was stated to have been adequate with more than three centimeters. No issues were noted during final computed tomography (CT) angiography imaging. On an unknown date, follow-up CT angiography imaging identified a type iii endoleak between the two plc components. The reason for the endoleak was reportedly unknown. On (B)(6) 2019, the physician bridged the type iii endoleak during a re-intervention with an additional plc component in a hybrid operation. The patient tolerated the procedure.